Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation primary with two 590cc smooth mentor memorygel breast implants has experienced postoperative bilateral grade iii capsular contracture and possible left-sided rupture. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation without replacement on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 19-mar-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).